Manufacturer narrative:
The reported icy catheter leak was confirmed. A water emission/leak was observed at the proximal luered tubing during lumen crosstalk test. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, a water emission/leak was observed at the proximal luered tubing during lumen crosstalk test. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 82539.

Event description:
Approximately 7 hours after the post-cardiac arrest syndrome (pcas) patient was admitted for ivtm therapy, the saline bag was noted almost empty. No leak was observed on the start-up kit (suk) and the catheter leak was suspected. The customer discontinued the use of ivtm therapy and an alternative method was used to complete patient treatment. No known impact or consequences to the patient information was available.